Manufacturer narrative:
It was reported that the device is not available for analysis. (B)(6). This report is filed november 27, 2013.

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013, to have the fixture/abutment removed due to persistent skin infection around the abutment site. During the same surgery the patient was reimplanted with another manufacturer's device.

Manufacturer narrative:
(B)(4).